Manufacturer narrative:
Analysis: the device was returned and inspected to determine if the device in question was defective. Upon opening the returned device it was noted that the 16mm x 22mm stent was no longer crimped on to the balloon as mentioned in the complaint details. The stent was perfectly straight as was the underlying balloon. It was expected to be curved at a minimum as the case details mentioned the device could not make the turn into the renal artery. The returned device balloon surface was evaluated to determine if the stent was crimped properly during manufacturing. When the stent is crimped on to the folded balloon the stent frame leaves impressions on the surface of the balloon. The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. The icast covered stent delivery system manufacturing lot number was not provided. Below is a list of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check conclusion: based on the results of the investigation the complaint is considered user error as the instructions for use specify the following in regards to pulling a stent back through the sheath: ¿do not withdraw the icast covered stent back into the bronchoscope or endotracheal tube once the device is fully introduced¿. Based on the details of the complaint and the investigation results atrium medical cannot find fault with the device in question.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Icast was introduced into patient and could not make the turn through the oscor sheath. When it was pulled back out the stent got caught in the hub of the sheath and was pulled off the device.